Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the nurse found leakage of the sample when preparing to send the blood to the machine for testing after taking blood from the artery for the patient."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage past stopper was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with colored water, and the issue of leakage past stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage past stopper. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage past stopper was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with colored water, and the issue of leakage past stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage past stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the nurse found leakage of the sample when preparing to send the blood to the machine for testing after taking blood from the artery for the patient."